Manufacturer narrative:
The carry bar involved in this incident was discontinued in 2014 and replaced with a more robust version as a result of continuous improvement efforts. In 2016 we identified an issue with the original 360755 carry bar where wear over time was causing the plastic puck on some units to break, resulting in a fall. We issued recall z-0728-2017 and all units were either fitted with a metal insert that would prevent this issue or replaced with the new version of the carry bar. Canadian customers were also notified as part of this recall, but this customer was not on the list of recipients. The recall was terminated by FDA on july 18, 2018. We were not able to identify the original sales order for this product to determine why this facility was not on the list that received the recall information. The customer has been advised to inspect all carry bars at their facility to confirm that they do not have any others that were on the recall.

Event description:
Black plastic puck on carry bar broke, causing the lift strap to separate from the carry bar and the carry bar to fall. The patient was still above the chair and fell back into the chair.